Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of 198 mg/dl. She retested using another breeze2 meter and received a reading of 70 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide additional information before ending the call. No product will be returned.